Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported the bd vacutainer® eclipse¿ blood collection needle had blood splatter/leakage or other sample leakage from device other than the insertion site or needle tip. This event occurred 2 times. The following information was provided by the initial reporter: the customer noticed ¿needles leaking blood where needle and holder connect. ¿

Event description:
It was reported the bd vacutainer® eclipse¿ blood collection needle had blood splatter/leakage or other sample leakage from device other than the insertion site or needle tip. This event occurred 2 times. The following information was provided by the initial reporter: the customer noticed ¿needles leaking blood where needle and holder connect. ¿.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for evaluation?: yes. D.10. Returned to manufacturer on:(B)(6)2020. H.6. Investigation: bd received 2 shelf pack of samples for investigation. The samples were evaluated by functional leakage testing and the indicated failure mode for sleeve leakage with the incident lot was not observed as all product specifications were met. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.